Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Customer reported an elevated blood glucose (bg) level of 381 (mg/dl) and administered an injection to treat elevated bg level. Customer indicated that injections would be used as back-up therapy.